Manufacturer narrative:
(B)(4). It was gathered from the incident description that a comment was made that "it felt that the stent had not been on the balloon when advanced in the patient". For this evaluation, it will be assumed that the stent dislodged outside the body. Factors that can affect stent dislodgement outside the body include, but are not limited to, positive pressure during prep, negative pressure during prep, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacturing. To ensure that this is not a manufacturing issue, all stent delivery systems are 100% visually inspected online for stent replacement/security and dimensionally inspected to verify the crimped stent out diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. In this instance the product was not returned for analysis, which would have aided in the evaluation. A review of the finished product lot history record did not reveal any non-conforming material reports and a query of the complaint-handling database indicated that there has been no other complaint of stent dislodged or dislocated reported with this part/lot number combination. There is no indication of a product deficiency. Based on the incident information, a conclusive cause for the reported complaint on stent dislodgement cannot be determined, but there is no indication of a product deficiency.

Event description:
Device issue: dislodged stent. Time of device issue: during stent procedure. Adverse event: none. It was reported that a 3.0 x 12mm rx vision stent delivery system (sds) was advanced to the lesion and the balloon was inflated; however, no stent was seen on fluoro. The sds was removed and examined revealing that no stent was present on the balloon. The packaging had been discarded. It was felt that the stent had not been on the balloon when advanced in the patient; however, this cannot be confirmed. A second 3.0 x 12mm rx vision sds was advanced and deployed successfully. There were no reported adverse patient effects. Though requested, no additional information was available.